Event description:
During attempted placement of zenith aaa endovascular graft, difficulty was encountered in cannulating the contralateral limb. The limb was not able to be cannulated, so a zenith converter was placed and a fem-fem bypass was planned. An occluder was placed on the contralateral side. The final angiogram noted a proximal type I endoleak. Another manufacturer's stent was placed to resolve the leak.

Manufacturer narrative:
Evaluation: no product was returned to assist in the investigation. Our evaluation indicated that the event was caused by adverse patient anatomy in that the limb could not be cannulated. Inaccurate placement and/or incomplete sealing of the zenith endovascular graft may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries.